Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the left ventricular lead dislodged. The lead was successfully explanted and replaced. The patient tolerated the procedure well and the patient was doing well posy surgery.